Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two differentmeters, within 10 minutes: 401 mg/dl on aviva meter (system 1) and 186 mg/dl on aviva meter (system 2). The same vial of strips was used with both meters. No serious injury reported. Requested return of suspect device for evaluation.